Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyc1187 showed no other similar product complaint(s) from this lot number.

Event description:
(B)(6) 2014 - had a sterility issue with a powerhickman catheter.